Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 400 mg/dl at the time of incident. The current blood glucose level was 206 mg/dl. The customer also mentioned that her blood glucose was running in the 400 mg/dl and 500 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer treated with insulin pump and syringes for high blood glucose. The customer also stated that the insulin pump received tubing clamp to complete high pressure testing and the clamp was looking new. The customer was assisted with performing high pressure test, but the test did not pass. The customer repeated high pressure test and again test did not pass. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. No insulin smell or moisture damage on keypads, motor, vibrator, battery tube, reservoir tube or electronic assembly during visual inspection.